Event description:
It was reported by service report that the bed motion interrupt pan was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.